Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure, the nc trek balloon catheter was inflated two times to 12 and 14 atmospheres; however, after several attempts to deflate the balloon, it would only partially deflate. There was difficulty pulling the catheter into the guiding catheter so the devices were removed as a single unit. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.